Event description:
Two falsely elevated troponin I results were obtained on patient samples. The results were reported to the physician. The samples were repeated and negative results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was contamination due to user error due to the lack of reagent probe cleaner. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.